Manufacturer narrative:
It was reported that the patient had a pocket revision on (B)(6) 2019 due to the ipg rubbing on the waistline of pants. The pocket was expanded and the ipg was tacked down. All information pertaining to this event has been reviewed and no further action is required at this time.

Event description:
It was reported that the patient had pain at the ipg site. The patient underwent surgical revision on (B)(6) 2019 where the ipg pocket was expnaded and the ipg was tacked down. The pain resolved post op.